Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. Quality assurance observed "high temperature" alarm codes in the ventilator's downloaded error lot. The increase airstream temperature (high temperature alarms) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted in regards to the high temperature alarms. The device was found to audibly and visually alarm, as designed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device's front panel/keypad led pca was replaced to address "stuck key" errors that were observed in the ventilator's downloaded error log. The front panel/keypad led pca was returned to the manufacturer's quality assurance lab for further evaluation. A failure of the front panel/keypad led pca was confirmed; component c25, which is in the circuit for the start/stop key, was identified as the root cause.